Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("stabbing pelvic pain on the left side, severe pelvic pain/ pain") and salpingitis ("inflammation in the exact location of the inserts") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. In 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criterion medically significant). On an unknown date, the patient experienced inflammation ("inflammation") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (she had surgery to remove the essure implant). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain and salpingitis had not resolved and the inflammation and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, inflammation and pelvic pain to be related to essure. The reporter provided no causality assessment for salpingitis with essure. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse events are known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for further technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit. Most recent follow-up information incorporated above includes: on (B)(6) 2017: reporter information updated and lawyers added (legal case). Event inflammation, allergic reaction, and updated event stabbing pelvic pain on the left side, severe pelvic pain / pain ( previously reported as stabbing pelvic pain on the left side, severe pelvic pain) and intervention required (device) was tick and case become incident, reporter casualty was related (previously not reported). On (B)(6) 2017 essure explanted. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type initial' indicates here initial submission by the new legal manufacturer only. Company causality comment - incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.